Event description:
It was reported that a patient used a minicap with a protruding sponge. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: on an unknown date in (B)(6) 2014, the patient experienced a malfunction in the minicap. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.